Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that tooth #15 has a pre-existing endodontic root canal treatment but it is uncertain if the root was fractured prior using the aligners or if the fracture could be a result of the treatment plan movements. Align review of the available records show that tooth #15 has a pre-existing root canal treatment, but it's not possible to determine whether there was a pre-existing root fracture or determine other pre-existing conditions such as periodontal issues. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required teeth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported the required extraction of tooth #15 (upper left second molar) due to a root fracture and pain while using the invisalign product. The patient is still wearing the invisalign treatment.